Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed in the pt's right side femoral artery while in the cath lab without issue. When the contrast was injected, a leak from a split in the catheter wall was found. As a result, the catheter was replaced with a new one. There was a delay in the procedure. However, there was no death or complications to the pt as a result of this occurrence. Add'l info received on (B)(4) 2011 from the sales rep stated that the psi (percutaneous sheath introducer) is not available; however, it is now reported that the issue happened at pretest.